Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited over-sensing with pauses of up to 2.5 seconds. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: t510c29 tricuspid valve, implanted: (B)(6) 2009; t505c27 aortic valve, implanted: (B)(6) 2009; c4tr01 crt-p, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that short ventricular intervals had been observed on the right ventricular (rv) lead. No further information could be obtained and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.